Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the atrial lead, due to atrial events falling into the absolute blanking period. The implantable pulse generator remains in use. No patient complications have been reported as a result of this event.